Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the clip was feeding into the jaws but did not close. Another like device was used to complete the case. There was no pt consequence.